Manufacturer narrative:
Investigation outcome: it was reported the device's screen went blank/black during ventilation. The display briefly returned after the respiratory therapist tapped (¿whacked¿) the screen. The device was later pulled from use, and the issue was reproducible off-patient. A field engineer (fe) service request was issued to evaluate the device and extract logs. Therapy continued (no interruption), and there was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Dispatched service engineer found the ffc cable from the control board to the front panel board was not fully seated at the front panel board side. The cable was reseated, completed service software tests and general tasks; and the issue was resolved. The device was left in a ready for use condition. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "(B)(6) called in regards to a hamilton c1 sn (B)(6) which suddenly had a blank/black screen during therapy. Therapy was not interrupted during that time, just the screen remaining blank. Rt 'whacked' the screen and it returned momentarily. Issued request to have field engineer service device and extract logs, sent questionnaire to customer." No health consequences or impact; no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Based on the serial number, the device used was a hamilton-t1, not as described a hamilton-c1.